Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment per the physician is related to patient conditions (thin and frail leaflet tissue). Image resolution poor is related to patient and procedural conditions as imaging was reported to be challenging due to cardiac size and rotation. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that imaging was difficult due to anatomy. One xtw clip was prepared and advanced into the anatomy. Upon release, the clip detached from the anterior leaflet remaining attached to only the posterior leaflet in a single leaflet device attachment (slda). To stabilize the slda, a xt clip was prepared and deployed. After the release, a possible perforation of the anterior leaflet was observed. A third clip was placed lateral to the initial xtw with no issue. Final grade of mr was 2-4.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that imaging was difficult due to anatomy. One xtw clip was prepared and advanced into the anatomy. Upon release, the clip detached from the anterior leaflet remaining attached to only the posterior leaflet in a single leaflet device attachment (slda). To stabilize the slda, a xt clip was prepared and deployed. After the release, a possible perforation of the anterior leaflet was observed. A third clip was placed lateral to the initial xtw with no issue. Final grade of mr was 2-4.